Event description:
The customer reported that their pump's home button was not as responsive. There was no adverse impact to the customer¿s blood glucose level. The patient declined further troubleshooting, and no additional information was received regarding the outcome of the event.